Event description:
It was reported that the customer's insulin pump had an error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms.